Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory testing was not able to identify any additional characteristics that could have caused or contributed to the reported placement difficulty, however, the findings were consistent with the reported noise and high impedance observations.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. The physician attempted to place the lead but reported that helix extension was difficult. The lead was repositioned several times and continued to dislodge. When the lead was connected to the pacemaker, there was extensive noise obscuring the patient's intrinsic signals. Ra lead pacing impedance was greater than 3000 ohms. It was suspected that the lead had fractured during the attempted implant. The lead was withdrawn prior to pocket closure and an alternate ra lead was placed. The ra lead was returned for analysis. No adverse patient effects were reported.